Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose level of 600mg/dl. Customer's wife wanted to know how much insulin to give and how to use the bolus wizard function of the insulin pump. Customer's wife reported that they did not want to troubleshoot for high blood glucose. Customer's wife was showed how to us bolus wizard. The product will not be returned for analysis.